Event description:
Reference number (B)(4) event occurred in united states. It was reported that patient faced infusion set leakage event four times this past month. No further information was available.

Manufacturer narrative:
Initial and final MDR(B)(4) device 4 of 4. Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.